Event description:
It was reported to philips that the system did not bootup, it was stuck at the start up screen. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. The remote service engineer (rse) analyzed the system remotely and confirmed that the suite pc was not starting, rebooted the system but issue was not resolved. Upon troubleshooting actions, the philips field service engineer (fse) inspected the system onsite and identified a software error. Fse reinstalled the software. After reinstalling the software, the system was returned to use in good working order.